Manufacturer narrative:
Correction: section g2 - "foreign" should have been selected previously.

Event description:
New information received noted that a magnetic resonance imaging (MRI) scan was performed without enabling the ICD settings prior to the scan. Programming changes were performed to resolve the issue. There were no patient consequences reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited backup mode with high voltage (hv) therapies disabled. No intervention was reported. The patient condition was unknown.